Event description:
It was reported that the left ventricular (lv) lead had high impedance due to insulation damage and lead fracture. The lv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).